Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: should have been "yes" rather than "no- device evaluation anticipated, but not yet begun (02)". Correction: (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable post procedure.